Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error or open book image on the lcd screen due to corrosion and rust on electrical board just about everywhere. Unable to perform the displacement test due to the critical pump error. Insulin pump received with a crack on the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack on the back of the insulin pump from the top to the bottom near the battery compartment. The customer¿s blood glucose was 11 mmol/l at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.